Manufacturer narrative:
Corrected data: codes in h6 have been updated.

Event description:
Additional information received indicated that the device was implanted on (B)(6) 2017. This means that at the time the patients' device was displaying the elective replacement indicator, the device had exceeded its expected longevity and was exhibiting normal device characteristics. There were no allegations of deficiency against the device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's dbs ipg was displaying the elective replacement indicator, indicating that the device was nearing its end of life. The device was still providing therapy, but the physician explanted and replaced the device before it became inoperable to prevent an interruption of therapy and address the issue.